Event description:
A blood leak occurred around 1 minute after initiation of treatment. The dialyzer was at the initial use. The leak was observed with leak detector and visually. Blood loss volume was around 150cc, since the blood was not returned to the pt.